Event description:
It was reported that the right ventricular lead exhibited noise. Fracture on the lead was noted. The lead was capped and replaced on (B)(6) 2017. No adverse patient events were reported.

Manufacturer narrative:
Final analysis found a partial lead measuring 17.6 cm was returned for analysis only the connector portion. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.